Manufacturer narrative:
Section a4, a5 and a6: unknown, information was requested but not provided. Section b3: date of event: unknown, not provided, but the best estimate date is between (B)(6) 2025 and (B)(6) 2026. Section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information, a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded extended depth of focus (edof) intraocular lens (iol) was explanted from the patient¿s right eye because the patient experienced dysphotopsia and was dissatisfied with their vision. The explanted lens was replaced with a non-johnson & johnson iol. No medical or surgical interventions including incision enlargement, vitrectomy, or sutures were required, and no medications were prescribed. The patient is doing well post-explant and no injury was reported. The product was discarded and will not be returned. No further information was provided.